Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) safety disc failed leak test out of box. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the safety disk, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service. The national repair center installed the safety disk into the cardiosave test fixture serial number and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n. The nrc could not verify the failure of the safety disk failure of the membrane differential pressure with the results of 3 mmhg. Factory specification is +/- 6mmhg. Note: fill valve test fail differential pressure of 21 mmhg was noted. Retaining the safety disk in the nrc per procedure 0002-07-d008 rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The national repair center installed the safety disk into the cardiosave test fixture serial number and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n. The nrc could not verify the failure of the safety disk failure of the membrane differential pressure with the results of 4 mmhg. Factory specification is +/- 6mmhg. Retaining the safety disk in the nrc per procedure 0002-07-d008 rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The national repair center installed the safety disk into the cardiosave test fixture serial number and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n. The nrc could not verify the failure of the safety disk failure of the membrane differential pressure with the results of 4mmhg. Factory specification is +/- 6mmhg. Retaining the safety disk in the nrc per procedure 0002-07-d008 rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. Parts are no longer going to sustaining engineering for further analysis. Final investigation is completed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. H3 other text : no repair information.

Event description:
N/a.